Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a driveline infection. The patient¿s white blood cell count was 9.3 cells/nl and c-reactive protein level was 0.5 mg/dl. Cultures of the exit site were positive for staphylococcus aureus. The patient was treated with unspecified medication, and a surgical revision of the driveline exit site was performed. The infection reportedly resolved by (B)(6) 2017. No additional information was provided.